Event description:
Caller reported experiencing concern with the cannulas from this box/lot number. Caller stated patient often smells insulin and the self- adhesive and her clothing are wet. Caller reported the patient sometimes experiences elevated blood glucose level of approximately 300 mg/dl. Patient's normal blood glucose range was not provided. Treatment received was not provided. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.